Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
This complaint information has been reviewed and deemed to be MDR reportable pursuant 21 cfr part 803 because the reported user interface module (uim) screen is blank, at this time is known that it can occur at a later time and if it occurs on a patient, is likely to cause patient harm or injury.